Event description:
Major pump unit(s) involved: external control system failureadditional text: batteriesspecific component(s) involved: external battery malfunctionadditional text: low battery alarmsother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specify; replacement of external batteryother intervention : rescue tape to external drivelineimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.